Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported while trying to set up a new pod, the pink slide did move forward, but the cannula did not deploy, which would indicate a needle mechanism. There was no impact to the patient¿s blood glucose level reported.